Event description:
It was reported that the shock impedance was less than 30 ohms. The implant impedance back in 2017 was 73 ohms. The pulse generator is implanted sub-pectoralis. The doctor will monitor the patient via latitude. The system remains implanted. There were no adverse patient effects.